Event description:
No blood glucose levels reported. The customer reported having a no delivery alarm on the insulin pump. The customer reported that the no delivery alarm was cleared from the insulin pump. The customer was also able to program a bolus successfully on the insulin pump. The customer declined to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).